Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a scratches on screen and it affect the ability to read the screen, plastic piece was chipped off ans unexplained no delivery alarm. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window and a cracked reservoir tube lip. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and delivery accuracy test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Device was monitored and no unexpected low battery alarm, rewind anomaly, excessive no delivery alarm and drive/motor anomaly noted. Motor passed motor test. (B)(4).